Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.